Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system worked accordingly during the pre-test, however, the silicon jaw boot came off inside the patient's leg. The harvester irrigated the leg until the piece was retrieved through the original incision. A new kit was opened to complete the procedure. The lot number is unknown, as the product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review was not performed, as the correct lot number could not be obtained. (B)(4).